Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be faded, discolored and difficult to read. A test display was inserted for testing and was found to function properly. When performing a "load step", the piston was unable to detect the cartridge and continued to push out all the fluid. During testing, the force sensor calibration and force sensor resistance were found not to be within specifications. Evidence of contamination was found in the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. The force sensor was found to not be within specifications and evidence of contamination was found on the force sensor. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.